Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.1 cm diameter abdominal aortic aneurysm approximately two years ago. The infrarenal neck angle was 53 degrees. The aortic neck was 19.2-20.1 mm in diameter and 40 mm long. The right iliac artery was 11.9-14.5 mm in diameter and it was mildly tortuous. The left iliac artery was 11.6-13.9 mm in diameter and moderately tortuous. The bifurcated stent graft was deployed via the right side, and a balloon-expandable stent was implanted in the right iliac due to a tendency of the graft towards kinking. The physician thought there would be a risk of obstruction in follow-up, so a stent was placed preventively. A type iia endoleak from a single collateral vessel (dorsal lumbar) was also noted on follow-up and the patient was fine. An ultrasound from 11 months ago revealed an unknown endoleak, which was left uncorrected. This unknown leak was previously reported as the type ii endoleak. Another ultrasound from approximately 6 weeks ago still showed an unknown endoleak. The endoleak was described as 5 mm in diameter and 18 mm in length. The maximum aaa diameter was 47 mm. The endoleak was left uncorrected. No further information was provided and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (kink, endoleak), patient's condition affected effectiveness of device (patient anatomy), device failure/lack of effectiveness related to patient condition (patient anatomy).